Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Customer states normal glucose results are 100-130 mg/dl. Customer concerned about results of 49 and 50 mg/dl. Results from memory show (B)(6) at 10:23a 83 mg/dl, (B)(6) at 3:26p 49 mg/dl, (B)(6) at 8:37a 117 mg/dl, (B)(6) at 5:26p 50 mg/dl, and (B)(6) at 2:16p 79 mg/dl. No adverse event reported.